Event description:
The bilateral pt reportedly did not receive benefit from the right cochlear implant. The pt reportedly experienced poor performance with fluctuating impedances. In 2006, the pt was seen by a co representative for device eval. Testing performed revealed out of range electrode impedances. The decision was made to explant the pt's device. Surgery to explant the pt's cii device is to be scheduled.